Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and is under delivering insulin. The customer's blood glucose reading was 400 mg/dl at the time of incident. The customer indicated that their doctor changed the basal rates and wanted the customer to get a new pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump was monitored for four days with a 2.0 u/hour basal rate; the basal profile delivered properly. Several bolus were programmed and delivered during this period, the insulin pump delivered properly all programmed bolus and basal profiles. All bolus and basal history was properly recorded at the bolus, basal and daily totals history screens. No basal or bolus delivery anomalies noted. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.